Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Blood glucose (bg) values reached over 400 mg/dl. The patient felt when the pod was removed, the cannula was not inserted into the skin and there was leaking by the cannula. The patient had nausea, vomiting and disorientation. For treatment, the patient was given insulin and fluids, and patient's regular medications: levothyroxine, losartan and paroxetine. While in the hospital, the patient fell and broke her hip. The patient had surgery on their hip, due to the fall. The patient was discharged after 5 days. The pod was worn on the leg.